Event description:
Upon further investigation, it has been determined that the debris is the sterile packaging meets the acceptable criteria specifications. This event is no longer considered reportable. Therefore, the initial report should be voided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: h6, h10. Evaluation of the returned product confirmed there is debris inside the sterile packaging which is consistent with the appearance of foam debris from the foam packaging inside the sterile barrier. Review of the device history records for the reported items identified no deviations or anomalies related to the reported issue during manufacturing. The likely condition of the products when they left zimmer biomet was conforming to specification. The root cause of the reported event is likely to be due to transit damage causing the foam packaging to become abraded and shed and/or the porous coating to shed from the implant. A corrective action was opened to assess all current sterile barrier systems used to package products at zimmer biomet bridgend. As part of this action, the pouch is being improved to use a stronger material (nylon), and foam end caps are being added. Also, the orientation the devices are packed in the shipper box is moving from vertical to horizontal, and the thickness of the shipper box has been increased. Upon investigation, it has been determined that the debris in the sterile packaging meets the acceptable criteria and product is conforming to specifications. Event is no longer considered reportable, and initial report should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: tprlc 133 t1 pps ho 17x154mm, cat#51-104170, lot#3616841. Tprlc 133 mp type1 pps ho 16.0, cat#51-107160, lot#3894725. Tprlc xr t1 pps 17x154mm, cat#51-105170, lot#2931360. Tprlc 133 t1 pps so 17x154mm, cat#51-103170, lot#2692587. Tloc 133 mp sp t1 ppsho 6x97.5, cat#51-109060, lot#3743550. Tprlc 133 t1 pps ho 15x150mm, cat#51-104150, lot#3838106. Tprlc xr t1 pps 11x142mm, cat#51-105110, lot#3665616. Tprlc 133 fp type1 pps ho 6.0, cat#51-101060, lot#2692548. Tprlc 133 fp type1 pps ho 5.0, cat#51-101050, lot#2704275. Tprlc 133 fp type1 pps ho 7.0, cat#51-101070, lot#2588499. Tprlc 133 t1 pps ho 14x148mm, cat#51-104140, lot#3688525. Tprlc 133 t1 pps ho 10x140mm, cat#51-104100, lot#3595067. Tprlc 133 mp type1 pps ho 15.0, cat#51-107150, lot#3631474. Tprlc 133 mp type1 pps so 17.0, cat#51-106170, lot#3781192. Tprlc 133 mp type1 pps so 17.0, cat#51-106170, lot#3856475. Tprlc 133 t1 pps ho 14x148mm, cat#51-104140, lot#3838077. Tprlc 133 mp type1 pps ho 18.0, cat#51-107180, lot#3821975. Tprlc 133 mp type1 pps so 13.0, cat#51-106130, lot#6028472. Tprlc xr mp t1 pps 17x119mm, cat#51-145170, lot#3844907. Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00570, 0001825034-2020-00571, 0001825034-2020-00573, 0001825034-2020-00574, 0001825034-2020-00575, 0001825034-2020-00576, 0001825034-2020-00577, 0001825034-2020-00578, 0001825034-2020-00579, 0001825034-2020-00580, 0001825034-2020-00581, 0001825034-2020-00582, 0001825034-2020-00583, 0001825034-2020-00584, 0001825034-2020-00585, 0001825034-2020-00586, 0001825034-2020-00587, 0001825034-2020-00588, 0001825034-2020-00589.

Event description:
It was reported that debris was identified in sterile packaging. Attempts have been made and additional information on the reported event is unavailable at this time.